Event description:
Reported as "could not even tell she got a fill" and "there has to be a leak."

Manufacturer narrative:
The product associated with this report remains implanted and has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Should the port be explanted and returned, visual exmination may confirm or determine another connector type associated with this report. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."